Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: stent dislodged. It was reported that in an rca target lesion, a 2.5 x 15 mm mini vision would not cross. A 2.5 x 12 mm mini vision was then attempted, but it also was not able to cross and was discarded. Another 2.5 x 12 mm mini vision was attempted, but during the crossing attempt, it was realized that the stent could not be seen. It was found in the ostium of the rca and was able to be deployed, using the same stent delivery sys, at the target lesion. No pt effects were reported. No add'l event or pt info is available.